Event description:
A nonreactive axsym hcv v3.0 result of 0.30 s/co was generated on a presurgical patient that claimed to be hcv positive. The sample tested positive using access hcv method(1.90 x/co). The customer recalibrated the axsym hcv reagent and recentrifuged the sample which tested nonreactive again at 0.87 s/co. A nonreactive axsym hcv result of 0.68 s/co was generated on a different patient sample that tested positive at 4.7 s/co on access hcv method. Additional testing is planned by the customer to determine hcv status of the patients.